Event description:
It was reported by the customer that the device would charge and defibrillate properly at higher energy levels; however, when lower energy levels were set, the device would take approximately a minute and a half to charge and deliver energy. There were no pts involved with the reported failure.

Manufacturer narrative:
Physio-control advised the customer that the power conversion pcb assembly is the board responsible for the low energy charge rate. Physio recommended the replacement of that board to restore proper device operation. The customer later confirmed that they have decided not to repair the device due to the price of the replacement parts and the age of the device. The unit is being replaced with a newer device and taken out of service.